Event description:
Info was rec'd that reported a pt was hospitalized in 2008, due to an incident of hypoglycemia. The rptr stated her blood glucose had been very labile with frequent lows. The pt reported she passed out at home on the same day, due to low blood sugar and was treated by paramedics at her home, then transported to the hospital. The insulin pump will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the prod was within specifications.